Manufacturer narrative:
Same patient as in report 2183959-2019-60559.

Event description:
It was reported that during the implant surgery for a spectra penile prosthesis (spp) device the physician "perforated while dilating." The left proximal corpora cavernosa was perforated through to the ischiopubic ramus. As a result the physician was not able to get an accurate measurement of the device that needed to be implanted. During the dilation a #8 brooks dilator was being used. The physician implanted the patient with a 12mm x 16cm spp device with 6cm rear tip extender on the left side as his best guess for the appropriate size for the patient. The surgery was prolonged in order to fixate the implant proximally to the corporal wall as low as possible. At the time of closure both sides of the implant within the penile body were even by appearance and by touch.